Manufacturer narrative:
Evaluation of the returned neuron select catheter 5f (5f select) confirmed a fracture on the distal end. This type of damage typically occurs if the device is manipulated against resistance during use. Based on the reported complaint, the root cause of resistance could not be determined. Evaluation also revealed damage to the distal tip. This damage is like a result of the multiple attempts to snare the device reported in the procedure. Further evaluation of the returned 5f select revealed bends throughout its length. This damage is likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron select catheter 5f (5f select), a non-penumbra guide catheter, and a guidewire. During the procedure, the physician planned to perform a diagnostic angiogram under general anesthesia. While attempting to advance the 5f select over the guidewire in the right common carotid artery (cca), the physician observed under fluoroscopy that the distal end was unresponsive indicating a fracture. The physician then used a snare device to retrieve the fractured segment. While retracting it through the aorta, the fractured segment could not be stabilized within the guide catheter and migrated into the left external iliac artery. It was then retrieved using a snare device. The procedure was completed using a new 5f select and a benchmark 6f 071 delivery catheter (benchmark). There was no report of an adverse effect to the patient.